Event description:
It was reported that a few weeks after the implantation which was held in 2007, an infection was noted when there was a failure of the wound to heal at the implantation site. Antibiotics were continued and subsequent debridement was carried out two months later. Despite all efforts, the infection persisted. Explantation was held the following month. The implant and electrodes were found to be intact and in place. The electrodes were out intentionally by the surgeon to protect the cochleostomy site while debridement was carried out.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.